Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this this cardiac resynchronization therapy defibrillator (crt-d) system stored a ventricular episode where three bursts of anti-tachycardia pacing (atp) and six shocks were delivered, and electrogram (egm) review was requested to determine whether the delivered therapy was appropriate. Upon review, it was possible to make a case for either a or v driven rhythms. Atp initially slowed the rhythm, but subsequent bursts did not. Additionally, shocks were successful intermittently. Technical services (ts) discussed troubleshooting options and programming considerations. The device operated as programmed, but may have not been clinically appropriate based on health care professional's preferences. This crt-d remains in service. No additional adverse patient effects were reported.